Manufacturer narrative:
Medwatch sent to FDA on 8/30/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of puffiness, swelling, lump and depression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for edema, depression and skin irritation: "precautions for use: there is no available clinical data (efficiency, tolerance) about injection of juvéderm ultra injectable gel into an area which has already been treated with another filling product. Undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Any other undesirable side effects associated with injection of juvéderm ultra injectable gel must be reported to the distributor."

Event description:
Clinic reported having a patient that was injected with unspecified juvederm ultra in the crow's feet as well as botox in the crows feet, frontalis and glabella. Patient was told nine days later massage the area with light strokes from orbital bone toward ear to "help puffiness" that raised concern on the day before. Patient was followed up with via phone about 2 weeks later by another injector. The patient did not want any further swelling and "regrets" the injection with the dermal filler. The other injector could "not see any presence of a festoon (area that can collect fluid)" from viewing the patient's photos but notes that "I had this experience with a client once before." The patient did notify the clinic that they were not able to make the next review appointment to "settle puffiness." The patient "still feels puffy and still doesn't look right." It was "puffy under the eye above the cheek." The patient was really unhappy. Patient returned over a year later and feels the "filler around [their] eye" and isn't happy with the injection. Patient feels" very depressed" every time they look in the mirror, all the patient could see was a lump that "wasn't there" until after injection. The patient feels the symptoms have led to permanent damage while the healthcare professional has advised to patient to continue massaging the area in order to assist "draining." Hyalase treatment was rejected by the patient as they did not want to have any further swelling in the area. Symptoms are ongoing. Patient had also been injected with additional botox in the crows feet 6 months after the initial injection and again 8 months later in the frontalis.